Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that after use of the bd ultra-fine¿ insulin syringe the hub was detached with the cap. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the hub was detached with the cap.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 8225893. Customer states that the hub was detached with the cap. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when the shield was removed. No defects were observed on the returned sample. A review of the device history record was completed for batch # 8225893 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications(B)(4) noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. The following fields have been updated due to additional information: d.4. Medical device lot #: 8225893 d.4. Medical device expiration date: 2023-08-31 h.4. Device manufacture date: 2018-08-13 h3 other text : see h.10

Event description:
It was reported that after use of the bd ultra-fine¿ insulin syringe the hub was detached with the cap. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the hub was detached with the cap.